Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor it was reported that the patient had some problems with their patient programmer and that it was not powering on. Patient programmer batteries when taking out and put back again and the issue was resolved patient also reported that the ins was not working. Patient confirmed that stimulation was on and was comfortable. Patient also reported incontinence. No further complications were noted or anticipated